Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that they have met with the rep multiple times and cannot get the ins to charge and turn back on. The patient was told by their hcp that they needed to replace the ins but the patient does not have insurance and cannot afford it. The rep performed 9 pmrs but never got a normal charge. The patient noted that they were on narcotics when the rep told them instructions for how to use the recharger and they did not remember how, and that they were in unbearable pain. Follow-up was conducted to obtain more information regarding this event.

Manufacturer narrative:
Other applicable components are: product ID: 37751, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient has been having recharging trouble and hasn't used or charged since (B)(6) 2016. It was reported that the manufacturer representative met with the patient and did 7 power reset mode (prm). It was indicated that when a prm is being done with about 10 minutes left on the countdown the recharger screen disappears and starts beeping. The ins was reported to be in over discharge. The patient had a return of pain and wanted to use device again. Additional information was received from the manufacturer representative who reported the patient received their new recharger and they performed some more prms and saw end of service (eos) code. The patient first saw an eos code and then power on reset (por) code. No further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturers representative reported that a replacement had not been scheduled due to a large outstanding bill the patient has with the physicians office.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.